Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient that was treated with juvéderm vollure¿ xc. The patient developed delayed onset nodule or sensitivity in the marionette area. The hcp prescribed the patient prednisone and zyrtec. The hcp also treated the patient a few days later with prednisone along with doxycline plus an injection of vitrase and kenalog. The symptoms are still ongoing.